Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry movements were not available. According to the additional information collected, the system was in clinical use when the issue occurred and the vascular procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and noticed that the software fco had tightened the tolerances for longitudinal movement and customer moved stand manually and overshoot rotation that made stand to move longitudinally. Review of the system log file showed geometry errors. To resolve the issue, the fse replaced the longitudinal motor, spp1 and 2. The customer was also advised to use motorized movement to rotate stand. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not available. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.